Manufacturer narrative:
Hospital me has evaluated the device with assistance of philips remote service engineer. It was found that the device is functional after me is guided to reconnect the battery . The device is still with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a connection issue of the battery, further root cause of which is not yet determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse guided the customer to resolve the issue by reconnecting the battery. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that rfu indicator is flashing red. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.